Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 347 mg/dl at the time of the incident. The customer was at 60 mg/dl before treating the high, 191 mg/dl at the time of hospitalization, and 347 mg/dl at the time of the call. The customer used a pump bolus to treat the high. The customer experienced symptoms such as nausea and dizziness. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed but the pump passed a displacement test. The insulin pump will not be returned for analysis.